Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6, h11. While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was a small hematoma and normal post-intubation tracheal swelling, and the foreign body sensation was the actual device. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient experienced foreign body sensation which was initially thought to be due to a hematoma in the neck. A revision surgery was performed on (B)(6) 2025, and assessment determined there was little hematoma present, but the patient experienced swelling in the trachea. In the opinion of the physician, the hematoma was small and the tracheal swelling was normal post-intubation swelling. As of (B)(6) 2025, the patient experienced a similar foreign body sensation. An ultrasound was performed on (B)(6) 2025, and no suspicious changes or hematomas were observed.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4)

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient experienced foreign body sensation which was initially thought to be due to a hematoma in the neck. A revision surgery was performed on (B)(6) 2025, and assessment determined there was little hematoma present, but the patient experienced swelling in the trachea. As of (B)(6) 2025, the patient experienced a similar foreign body sensation, and a follow-up was planned to perform an ultrasound.